Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and heavy calcification. The 3.5 x 28 mm vision stent was implanted at 14 atmospheres (atm); however, a proximal dissection was observed. Post-dilatation was performed with a 3.5 x 8 mm voyager balloon, and a 3.5 x 12 mm vision stent was used to treat the dissection successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed as an adverse event in the multi-link vision instructions for use. In this case, a conclusive cause for the reported intimal dissection patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.